Event description:
The customer reported the sys had an error and appeared to continue to fluoro. The fse reported a communication failure message was found in the error logs and the workstation and generator had lost communication causing lock up. This is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.